Event description:
It was reported that during use of the affinity centrifugal pump, a leak was observed coming from the pump head after the circuit was placed on bypass. Upon inspection, a crack in the pump head was identified. The pump head was cut out and replaced with another pump head from a different pack, after which the circuit was used without further incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage/cracks. Pressure integrity testing was performed at 20 psig for 2 min with no leaks observed. Reason for the return was not confirmed. Additional information b5. Medtronic received additional information that there was 5-10ml of patient blood loss as a result of this leak. No transfusion was required. There was no damage to the packaging (outer box, inner packaging or sterile barrier). D. Suspect medical device¿1. Brand name, d4. Model#, d4.1 catalog# and d4.3 ¿serial#: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.